Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02063 as part of a historical jmacs patient registry review in (B)(6) through mcs abbott (B)(6) affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced neurological dysfunction and stroke in the right cerebral hemisphere. The patient was asymptomatic, but was diagnosed with embolism based on computed tomography. No surgery or drug therapy was performed. The patient's anticoagulant at the time of the event was heparin.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: the arterial thromboembolism in the patient's spleen occurred on (B)(6) 2020.

Event description:
It was reported on (B)(6) 2022, that the patient had an arterial thromboembolism in their spleen. The patient was on heparin for anticoagulant treatment at the time of the event. The thromboembolism was considered to be a complication of anticoagulation therapy.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacture¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported peripheral thromboembolism and embolic stroke could not be conclusively determined through this evaluation. It was reported that the patient had an arterial thromboembolism in their spleen and was given anticoagulant treatment. On (B)(6) 2020, the patient experienced neurological dysfunction and stroke in the right cerebral hemisphere. The patient was asymptomatic, but was diagnosed with embolism based on computed tomography. No surgery or drug therapy was performed. The patient's anticoagulant at the time of the event was heparin. There was no relationship between the events and the pump because the thromboembolism and stroke were complications of anticoagulation therapy. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they expired on (B)(6) 2021. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, ¿introduction¿, lists stroke and peripheral thromboembolism as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document provides information regarding the recommended anticoagulation therapy, including inr range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.